Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulmonary vein isolation procedure to treat atrial fibrillation, faradrive steerable sheath clear, was selected for use. Versacross dilator and pigtail wire were removed from sheath post completion of the transseptal puncture. It has been mentioned that the physician was unable to correct spline inversion when trying to deploy into basket configuration for the right inferior pulmonary vein (ripv). The device was retracted into sheath 3x and rotated in both directions. Unsuccessful in correcting inversion, the catheter was removed from body to manually fix inverted spline. The catheter was reintroduced into sheath and the physician attempted to aspirate with the catheter visible in sheath. It was unable to clear all air bubbles from the faradrive sheath. The physician did not feel the hemostatic valve seal was tight enough around the catheter. A pump, smart ablate and biosense webster was used for the irrigation of sheath. The air bubbles were noted in sheath shaft. There were no issues noted when prepping catheter or sheath. No anatomy issues were noted. Four successful flowers were applied to ripv. The procedure was completed successfully by using original device. No patient complications have been reported. The product is expected to be returned.